Manufacturer narrative:
The mentor failure analysis lab received the device for evaluation on 8/31/2018. The analysis has begun, but is not complete at this time. When the investigation and analysis have been completed, a supplemental report will be submitted. The device history record (DHR) was reviewed on 8/23/2018, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. (B)(4)

Event description:
It was reported that a (B)(6) year-old caucasian female patient underwent primary breast augmentation with a mentor smooth round high profile 270cc saline prosthesis. Deflation on the left breast prosthesis was diagnosed post procedure through a mammogram. As a result, the breast prosthesis was explanted from the patient on (B)(6) 2018.

Manufacturer narrative:
Device evaluation summary: the device was received at mentor without fluid.. No foreign material was observed within the device or on the shell surface. Mentor product analysis lab discovered a rent measuring approximately < 0.1 cm located on the anterior aspect. Microscopic examination of the edges of the rent revealed parallel striations. No other anomalies were discovered. The complaint was confirmed since a rupture was found in the device. Microscopic examination revealed parallel striations. This type of striations is more conclusive to sharp instrument damage rather than shell failure due to wear. All the implants are 100% inspected before leaving the facility. There is no evidence that the issue is related with manufacturing. The device history record ( DHR) of lot number 5824073 was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. There is no evidence that the issue is related with manufacturing. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. Manufacturer¿s reference number: (B)(4).